Event description:
During the firing of a plcr60b reload via an i60s stapler in a laparoscopic gastric bypass procedure the staples were found to be malformed and stuck to the reload. The case was completed by use of another device. The patient was in stable condition at the completion of the procedure.

Manufacturer narrative:
Visual inspection of the returned reload showed damage consistent with its not having been properly loaded. The improper loading was the root cause of the malformed staples. A new reload design has since been implemented to facilitate ease of loading.